Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit also received with cracked case (battery tube) and scratched case. In conclusion unit received with unexpected blank white flashing screen due to corroded electronic assembly. Customer's concern of cracked on the pump case was confirmed during visual inspection when cracked case (battery tube) was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack.  The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and there was no damage to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1885 was requested and it was returned for analysis.